Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the device was moved. In this state defibrillation therapy may be delayed or unavailable if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the battery wire harness assembly and power pcb assembly to repair the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Further root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the device was moved. In this state defibrillation therapy may be delayed or unavailable if needed. There was no patient use associated with the reported event.